Event description:
As part of a bone scan, static views of the pt's feet were taken. The technologist had performed the study had lowered the camera down over the feet of the pt and had unintentionally touched the pt's feet with the collimator. The emergency stop lit and indicated a collision. No pt injury was reported at the time, but the pt now is complaining of permanent injury to his feet, and is attributing this injury to the bone scanning procedure he underwent in january.